Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Itchy rash [rash pruritic]. Hives [urticaria]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for osteoarthritis. On (B)(6) 2011, the pt received synvisc-one in the right knee. About 11 days after receiving synvisc-one, the pt developed hives (reddened and raised) and an itchy rash all over her body, in the pts words from her "scalp to toes". The seriousness criteria is that the case is "medically significant" since the pt received steroids as a treatment. The pt was treated with prednisone and antihistamines. The pt also reported that a day after receiving synvisc-one injection, the pt also started taking celebrex. The pt stated that she is unsure if it is the synvisc-one or celebrex that caused the hives. At the time of this report, the outcome of the pt was not provided. Additional info received on (B)(6) 2011 in the form of the qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.